Manufacturer narrative:
Company comment: a causal relation between the treatment with restylane perlane the events ischemia and visual loss cannot totally be excluded. The injection procedure, the area of treatment and the fact that the patient had pre-existing visual impairment of left eye may have contributed to the reported sudden visual loss. The events are already addressed in the labeling. The relation to the event intraocular pressure decreased is unassessable. A batch record review for restylane perlane lot number 11327 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. For reference purpose only, this case has also been assigned the following tracking number: (B)(4). This case was received by (B)(6) and forwarded to valeant on (B)(4) 2014. Pharmacovigilance_comment: (B)(4) 2014 implant site ischemia, sudden visual loss, intraocular pressure increased assessed as serious and possibly related.

Event description:
This is a verbatim report received by valeant from (B)(6). (B)(4) is a spontaneous case report sent by a physician in (B)(6) which refers to a (B)(6) female patient. The patient has a medical history of high myopia [myopia], her original vision of left eye is 0.1 [visual impairment]. It was reported that the patient receives a handicap insurance from the government. This information was not known by the treating physician ahead of current treatment. No underlying hypertension or diabetes, the patient has no allergies. Concomitant medication includes cerenin (ginko biloba) which was withdrawn one week before current injection. Past medications included treatment with lasik 20 years ago. The patient has previously received hyaluronic acid in (B)(6) 2013 and radiesse several years ago as treatment of nose root. On (B)(6) 2014 the patient received restylane perlane lidocaine (cross linked hyaluronic acid and lidocaine) 0.45 ml at the root of nose with cannula. Lot number was listed as 11327. After 3 minutes, the patient's forehead showed pale and left side of eye became blindness [implant site ischemia] [sudden visual loss]. The patient was urgently treated with hyaluronidase, and sent to the hospital. At the hospital, the patient's vital signs were normal, her eye pressure was somehow lower [intraocular pressure decreased]. On (B)(6) 2014 several examinations, such as CT scan, were performed at the hospital, but there were no findings. The reaction was deemed serious by the reporter because it resulted in a disability. The patient was examined by an ophthalmologist for assessment of retina (date unk). The patient's treatment included bokey (asa) 100 mg once daily since (B)(6) 2014, trental (pentoxyfylline) twice daily since (B)(6) 2014 and solu-medrol 250 mg from (B)(6) 2014. On (B)(6) 2014 treatment with hyperbaric oxygen was arranged at another hospital, however, the patient had not completed whole session of treatment. The reporting clinic continues to provide care and support to the patient, even though she was hospitalized at another hospital. On (B)(6) 2014 the patient complained about blindness on left side. She had completed the hyperbaric oxygen treatment at the other hospital. She was discharged from the hospital because of her will. She did not accept any diagnosis examination without therapeutic effect. On (B)(6) 2014 the patient still complained about blindness on left side. The patient shows no further damage or unstable signs. The patient rejected to have further treatment which is also included hyperbaric oxygen. The case began to ask the reimbursement for her impairment. On (B)(6) 2014 the patient's vital sign is stable (vision is still damaged but situation is stable). The patient still refuses to do further treatment that can improve her vision and request reimbursement from damages (economic compensation). The outcome for forehead showed pale and left side eye became blindness [implant site ischemia] [sudden visual loss] is not recovered. The outcome for eye pressure was somehow lower [intraocular pressure decreased] is unknown. The reporter's causality for the case is unassessable/unclassifiable. The company's causality for the case is possible.